Event description:
A past event involving a high blood glucose level was reported by the customer. The highest blood glucose level was unknown, with the sensor displaying "high." Cause was not known. The customer administered corrective action through multiple daily injections, using a manual adjustment given the control iq feature was active during the event. Technical support advised waiting 30 minutes before additional boluses and checking blood glucose levels with a finger prick until the continuous glucose monitor provided a numerical reading. Cts recommended the customer consult with a healthcare professional for further discussion.